Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during a surgery, the unit broke and the surgeon rec'd a small electric shock. It was further reported that the surgery was finished using another available item. There was no reports of any adverse consequences.